Event description:
Information received with return of the explanted device notes that normal ventricular capture thresholds were exhibited when in ddd mode but while in vvi mode, high capture thresholds were noted. Telemetry communication wass difficult as the device was implanted "on top" of an ICD. Device interaction was suspected. Also noted was that the patient was symptomatic and has had 20 episodes of anti- tachycardia pacing (atp) therapy within 9 days.